Event description:
Customer called to report that customer believed that the syringe door opened and emptied the contents into customer. Customer home-treated for customer's blood glucose. It was also stated that the syringe door was not closing properly. Device was not dropped or bumped.